Event description:
It was reported by the sales rep that while undergoing a redo robotic mvr, the md experienced problems with having the icf100 (intraclude aortic catheter) wrap around on itself within the aorta. Three attempts for placement were made and then the md opted to abandoned the catheter and did the case under fibrillatory arrest. There was no reported patient harm.

Manufacturer narrative:
Device evaluation into root cause anticipated upon return of product from customer.

Manufacturer narrative:
Evaluation into event root cause is in-progress. Review of manufacturing records showed no non-conformances associated with the manufacturing of this lot. (B)(4): md experienced placement difficulties with the use of the device. The balloon on the intraclude device inflated appropriately, clinical specialist along with sales representative were at the case during the reported event. The hospital reported the balloon would not inflate which was found to be an incorrect statement.

Manufacturer narrative:
The intraclude aortic device, icf100, was returned, some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with 35 cc of water. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The root cause of what caused the "icf100 wrap around on itself within the aorta" cannot be determined. The surgeon thinks that the device is "floppy" and this is a user perception. Evaluation of the device did not indicate any manufacturing or design issue with it. Also the surgeon's comments that "venous drainage may have caused more of an issue than originally thought" could not be confirmed. This complaint could not be confirmed. These reports can be attributed to the differences in the proper use of the icf100 aortic device versus the endoclamp aortic device, ec1001, which requires modification of surgeon behavior. Edwards has assigned clinical and sales personnel to the cases to observe how the device is used by the surgical team. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment (pra) will not be initiated. Trends will continue to be monitored on a (B)(4) basis and if further action is required, appropriate investigations will be performed.